Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the manufacturing process have the controls to detect conditions related to balloon. The instructions for use (IFU) were reviewed and it is indicated that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Additionally, patient demographics were unable to be obtained.

Manufacturer narrative:
The fogarty catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found to be ruptured at the central area. Balloon edges did not match at the ruptured region. No other visible damage was observed on the catheter body and windings. Through lumen was patent without any leakage or occlusion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the balloon from this fogarty embolectomy catheter burst. There was no allegation of patient injury. The device was available for evaluation.